Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when was the suture broke (during use on the patient or after it was used in the patient)? Please specify. During the use in animal lab, in porcine small bowel. No human patient involved. - did the event occur during one or multiple patient procedures? During 1 lab. It is unknown if it happened more times. - what is the total number of procedures? 1 (unknown if more). The following information was requested, but unavailable: - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - what are the product code and the lot number for the 2/0 that broke when used in small bowel of a porcine model? Event related to mw # 2210968-2023-09064. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. They hcp wanted 3/0 sutures, because the 2/0 sutures sometimes break when used in small bowel of a porcine model. No adverse patient consequences were reported. Additional information was requested.